Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Four photos were provided to our quality team for investigation. The first two photos display different angles of a 1 ml ll syringe attached to a needle with no visible defect observed. The last two photos show flashes present on the tip of the barrel. Furthermore, a device history record review was completed for provided lot number 3104025. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: material #: 309628 batch #: 3104025 it was reported by the customer that on the tip of the syringe there was a hair like plastic particle coming out of the syringe. Verbatim: information regarding this report was provided by the reporter, the office manager, who contacted medical information via phone on 30jul2024. On (B)(6) 2024 the physician was preparing a dose of eylea hd when she noticed that on the tip of the syringe there was a hair like plastic particle coming out of the syringe. The affected product was not administered. No adverse event or missed doses were reported as a result of the reported event. The reporter has the affected product available for retrieval and is requesting a replacement for one eylea pre-filled syringe. No additional information is available at the time of this report. Version 2: on 30-jul-2024, (B)(6) medical information received an email from the reporter providing an image of suspect product and the completed product eligibility certification form. Please see the attached source document for additional information. No additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes a. If yes, would you please send it to product.complaints@regeneron.com 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) 3. Was the supplied 19g filter needle used to withdraw the dose? Unknown 4. Was the tamper evident seal present on the carton? Yes 5. Was the tamper evident seal intact when the product carton was received? Yes 6. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 7. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 8. Which component contains the foreign matter: syringe a. Vial location: b. Syringe location: on the outside of the tip of the syringe c. Filter needle location: d. Injection needle location: e. Carton location: 9. When was the foreign matter noticed: while switching needles 10. Can you describe the foreign matter in terms of shape/color/size? Hair like plastic particle 11. Does the foreign matter appear to be free-floating or fixed to the component? Fixed 12. Describe any methods used to clean the vial or components? 13. Was the vial upright or inverted during the withdrawal? Unknown 14. Was the dose prepared in advance? No a. If yes, how was it stored before administering? Bd catalog number 309628 lot number 3104025 additional information provided: response received through mail and attached, confirms the doe as (B)(6) 2024.